Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record for zimmer electric dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap and the medicrea database to query for all repairs on serial number (B)(4) prior to (B)(6) 2019, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from (B)(6) that a dermatome was not having adequate power. The customer returned a zimmer electric dermatome serial number (B)(4) for evaluation. Evaluation of the device on 25 march 2019 noted that the device was out of calibration at the zero setting and that the control bar was not in the correct position. Upon further evaluation, it was found that the motor did not run and that the device had a worn reciprocating arm and unoriginal screws. Repair of the device occurred on 21 may 2019 and involved replacing the motor, power switch, power cord, reciprocating arm, multiple bearings, the spring seal and screws. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired per zpo 5.7035. While the service technician found that the motor would not run during use, it cannot be determined from the information provided as to what caused the motor to not run. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
Item was sent for repair. Item had a decontamination certificate stating that dermatome had no power or a loss of power. No adverse events were reported as a result of this malfunction.